Event description:
It was reported that the lead was oversensing. During the lead revision, noise was produced when pressure was applied to the device. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the distal conductor had fractured. It was also noted that the defibrillator conductor had fractured and was distorted, the outer tubing was kinked/buckled, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was tissue on the helix. Performance data collected from the device was analyzed. High resistance/impedance was noted as the weekly pace impedance trend data shows an abrupt increase for max ventricular pace bi impedance from 551 to 4047 ohms range between (B)(6)-2012. Interference/noise was also noted as the ventricular short interval count (v-sic) was 445.8 counts avg/day, in 1.10 days, between (B)(6)-2012 16:06:40 and (B)(6)-2012 18:26:20. Oversensing was noted as thirteen ventricular non sustained tachycardia episodes <=210 ms occurred between (B)(6)-2012 16:06:46 and (B)(6)-2012 01:05:47. Lead integrity alert triggered one patient alert for lead failure predictor on (B)(6)-2012 16:14:45.